Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that during a tlh (total laparoscopic hysterectomy) an error message was displayed and the caiman does not function.

Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 600 d". Digital-camera "(B)(6). Made a visual inspection of the jaws. At the jaw of instrument one, carbonization was found, caused by an electric arc. The jaw of instrument two was without visible defects. Before the next investigation steps, decontaminated the instruments according to iso 12891-1. After decontamination, made a microscopic inspection of the jaw of instrument ii. There was no evidence of a defect or a malfunction like squeezed tongues or impacts on the electrode surfaces (damages caused by electric shorts). Because of the cut off cord, a function test or electric measurement was not possible. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the malfunction of instrument one was caused by an electric arc, which is usually initiated by blood / tissue residues in the jaw. This can be avoided by cleaning the jaw. The failure is therefore most probably user related. The malfunction of instrument two cannot be reconstructed because of the cut off cable.